Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 300 to 400 mg/dl. The customer had issues with their reservoir and adhesive tape not holding their sensor in place. The customer was informed that there could be many reasons for high blood glucose. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was sent new sample adhesive tape to improve the hold of their sensor. No further information was provided.